Event description:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2019, due to a suspected loose implant; however, upon closer inspection, only the abutment was loose. Subsequently, the surgery was aborted and the patient was woken from anaesthesia.